Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad unresponsive. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump buttons are still unresponsive after battery change and issue with down and up button of keypad. Customer states the scroll bar is not moving with no input. Customer stated that buttons are only sometimes unresponsive. Customer states an alarm was not in progress at the time the button was unresponsive. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. (B)(4).